Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had hardware low level failure alarm. Customer¿s blood glucose was 233 mg/dl at the time of incident. Customer reports they were able to clear the alarm. Customer stated that the insulin pump was not able to rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.